Event description:
It was reported that during an ucl surgery the drill tip broke off inside the patient. The broken piece was retrieved and there was no harm for patient, operator or third-party. The surgery was finished successfully with another drill. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.